Manufacturer narrative:
Date sent: 05/01/2009. Info is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot # for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
During an ovarian cystectomy in 2009, when the device was removed from the pt, it was found that the tip of the device was missing, about 2cm, and the balloon had burst. There was more blood loss than usual. There was not a difficulty in removing the device. On the postoperative examination six days later, the doctor performed the echo, and then the tip of the balloon was removed from the pt's body. It was noted that the tip of the device may have been inserted into the myometrium as there was difficulty in removing the tip of the balloon. The pt was getting well and already left the hosp.